Event description:
It was reported that an ilet user experienced recurrent hypoglycemia, including a glucose value of 49 mg/dl with insulin on board, and described fluctuating insulin needs and post-meal lows while also reporting hyperglycemia. Review of device data showed frequent pauses of insulin delivery and user-initiated changes to weight and target settings, with education offered and a factory reset discussed. Symptoms included low glucose events, with additional details not available. Outcomes included effects that could not be fully characterized based on the information provided. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings, a medical device problem category of insufficient information, and no identified device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.